Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported for about a year they have had intermittent stimulation. Pt said this happens when they change positions and this has only gotten worse. Pt said they met with a medtronic rep (B)(6) 2021 regarding the issue but they didn't remember their name. Pt said that they had to reschedule appointments with (B)(6) orthopedics and now they have an appointment set for (B)(6) at 10:45am and their doctor, (B)(6), would like a medtronic rep to be there. Pt said the appointment is at (B)(6) location. The patient was redirected to their healthcare provider to further address the issue. Pss also sent email to medtronic reps for visibility. Upon further review, after the call ended, pss didn't clarify with the pt that (B)(6) 2021 was the first time they notified a medtronic rep of the issue. Pss called pt back but was unable to reach the pt and left a message for them to call ps back. *2 calls redirected caller: patient's hcp patient reported they tried changing intensity of settings and that was not really successful. Patient stated next steps would be replacement. Patient reported they increased signal strength in selected "adaptive stim" modes. Patient stated only marginally improved. Patient concerned there is instability of the leads in the spinal column and are the root of the issue.

Manufacturer narrative:
H3: product ID 97714 serial (B)(6) was returned for product analysis. Analysis found the implantable neurostimulator (ins) passed functional testing; insignificant anomalies. Product ID 9772a260, serial (B)(6), was returned for product analysis. Analysis found that conductor #1 was broken at the distal end of electrode #2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.